Event description:
A barostim system was implanted on (B)(6) 2025. Following the procedure, the patient experienced discomfort due to the location of the ipg and stated it was too close to their clavicle. The physician waited two days to see if the discomfort would resolve but the patient's complaint continued. Per the physician, the patient was likely experiencing higher somatization due to previous drug addiction. A pocket revision was done on (B)(6) 2025 and the result was satisfactory for both the patient and physician. As of on (B)(6) 2025, there were no further complaints.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the patient was likely experiencing higher somatization due to previous drug addiction. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).